Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a simethicone type product, but could not be further identified - the event was presumed to have been due to reprocessing that was not conducted properly due to leakage from the distal end cap. Subsequently, the material was not possibly eliminated. A further cause of the leakage could not be presumed. The event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device was leaking from the distal end cap. The light cover glasses adhesive is worn. Optical cover glass adhesive is worn. The distal end cap is also worn, and finally the switch condition has a hole in the button. It was determined white crystallized contamination believed to be a simethicone type product was evident within the air/water channel. The channels exposed in the control body, the air/water channels are cloudy in appearance. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope has white contamination that was identified in the air/water channel. There were no reports of patient involvement.